Manufacturer narrative:
The pad-pak was first installed on the 1st july 2011 and performed to specification, alongside random manual power ons, up to the 12th october 2014. The device records temperatures below the recommended operating temperature. Mulitple manual power ups of ten minutes duration between the (B)(4) 2014. The pad-pak became depleted during this time. No further data was recorded by the device up to the 6th july 2015, the device was power cycled and passed 6 self-tests. Investigation found the reported fault can be attributed to membrane corrosion due to adverse storage conditions. The measurements taken during the investigation indicate the corrosion of the membrane had caused a constantly active red status led and beeper, device switching on automatically and a high current drain. No fault could be measured with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this had no impact on the ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The red status indicator was flashing.